Manufacturer narrative:
Sd reference #: us201202-1176. Date of initial report sent: 03/28/2012. Note: this report corresponds with bard's report #368885 for an "unknown sofradim". Add'l info from importer report # 1018233-2012-00846: d1: pelvicol acellular collagen mesh, d2: ftl.

Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.